Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974840. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, nonconforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, nonconforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming; and lockout functional, conforming. Co review each incidence as it occurs in an effort to continuously improve the products and processes.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the gasket of the device split. A new device was used to complete the case. There was no pt consequence.